Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Additionally, the device was found to operate without problems in accordance with olympus standards. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite ii video system center was unable to display image when connected to the lcd touch screen monitor. Furthermore, a color bar was displayed. The event occurred during therapeutic laparoscopic pyeloplasty procedure, and a similar device was sued to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.